Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, atrial lead noise and undersensing. The lead impedances were gradually rising. Technical services (ts) reviewed and advised the lead appeared to have a chronic lead fracture due to the measurements of the device. This ra lead remains in service, programming was changed for the device. No adverse patient effects were reported.